Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screw broke post-op. One part of the screw was detached from the bone. A new surgery took place on the (B)(6) 2016 to remove the screw fragment from the knee. Surgery was patelloplasty shaping osteochondral.